Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a tubing and cartridge change, the user did not observe drops during fill, then removed the insulin cartridge and noted it was missing insulin and leaking; after replacing the cartridge and repeating the change and fill steps with guidance, drops were observed and infusion proceeded. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention and no impact on daily activities. Investigation included guided troubleshooting and user education. Investigation of this case revealed that the initial cartridge was leaking and that successful priming occurred with a new cartridge. It was concluded that the event was attributable to a leaking insulin cartridge, resolved by cartridge replacement and proper setup, with no patient harm.